Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheters had been affected 6 separate times at (B)(6) hospital. All at the same unit. Per additional information received via email on 26dec2025, it was reported that the catheters were outside the sterile packaging and some of them were kinked. The issue was detected: multiple occasions where the nurses were opening kits to straight catheter. Whether the issue affected product functionality or usability very inconvenient as for one patient they had to open 5 kits till they got one that was ok. Lot#ngku3578, lot#ngks3046, lot#ngks2199.